Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to instability. Surgeon's original plan was to revise the poly insert, but intra-operatively decided to revise the femoral component as well. A size 4 ts femoral component with stem and augments, and a size 4 ts insert were revised to a size 4 ts femoral component with a stem, cones, and augments, and a 4x19 ts insert. Rep provided explant pictures and revision usage sheet, and confirmed that no further information will be released by the hospital or surgeon.